Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage/dirty found on strip connector of the meter. The root cause is foreign material on the strip connector. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's husband called complaining the wife's meter produced readings of "lo" (less than 20mg/dl) and customer does not feel any symptoms of hypoglycemia. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-220mg/dl fasting. Verified the strips expire 2/22/2017. Customer confirms the strips have been properly stored in the bathroom and were first opened more than 120 days ago. Reviewed meter memory: (B)(6). Memory concerns:lo, lo. Customer has not tested the glucose levels in a few years and attempted to run a blood test today but meter read lo, customer's husband then ran a test on himself and meter read lo again, even though the husband is not a diabetic. Customer has been exercising more often lately. Customer has recently been taking antibiotic prescribed by her physician due to a tooth ache. No recent changes in diet. Customer does not take any medications for diabetes management.